Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor was reading low but her blood glucose value was normal. Customer attempted to calibrate and received a calibration error. The next morning the insulin pump went into threshold suspend and did not get a low predict alert. Blood glucose value was 138 mg/dl. Nothing further reported.